Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was also reported that during testing conducted at the manufacturer facility the remb sagittal saw had part of a blade stuck in the sag head and was running unintentionally. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with these events. No medical intervention and no adverse consequences were reported with these event. As these events occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was also reported that during testing conducted at the manufacturer facility the remb sagittal saw had part of a blade stuck in the sag head and was running unintentionally. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with these events. No medical intervention and no adverse consequences were reported with these event. As these events occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The complaint for bias current error, unintentional running, and a broken blade was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor would not properly communicate with the console, the motor sockets were corroded, and the sag head assembly was worn.